Event description:
Reportedly, there was leakage (balloon) in the catheter during use.

Manufacturer narrative:
Evaluation summary: one catheter was returned without the packaging for evaluation. The reported defect was confirmed for balloon damage. The evaluation included visual examination for any damaged, incorrect or missing components; contamination; or improper labeling; inspection of the balloon and balloon windings/bonds for indication of damage or abnormality. The proximal and distal windings have been pulled off the distal tip of the catheter, and were not returned. The balloon latex is also missing. This condition may occur when the pull force of 1.5 lbs (per dfu) has been exceeded. A device history record review was completed and documented that the device met all specifications upon distribution.